Manufacturer narrative:
(B)(4). (B)(6). The patient started therapy prior to being connected which is known to cause this alarm. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro systems patient at-home guide¿, which is shipped with every homechoice device. The guide provides step-by-step instructions for when and how to connect to the disposable set. It also instructs to connect the transfer set to the patient line prior to starting the initial drain. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice device experienced a system error 2240 (air in line/set) alarm. The patient was connected at the time of the alarm. This occurred during initial drain of peritoneal dialysis therapy. During the troubleshooting it was determined that the patient started the initial drain before connecting and connected afterwards. The nurse explained that they connected to the patient line after the hc was in the initial drain and disconnected the patient after the alarm. The technical service representative (tsr) had the nurse cycle the power to clear the alarm and review the alarm log. The nurse noted this alarm in the log and the tsr explained the possible causes. The tsr assisted with removing the supplies and instructed to start over with new supplies. There was no patient injury or medical intervention associated with this event. No additional information is available.